Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump functioned properly. No motor error alarm, no excessive no delivery alarms or off no power alarms noted. Motor was tested outside the device and passed. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot and broken battery tube threads.